Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had her battery replaced with non-rechargeable and the old battery was discarded. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient device would not charge. Suspecting possible overdischarge. Patient has had previous overdischarge. The rep is seeing the patient on (B)(6) 2018 to confirm overdischarge. If the device is in overdischarge rep will do physician recharge mode. The issue is not resolved at this time. The hcp does not have further information for manufacturer. Patient is alive with no injury. No patient symptoms or complications were reported in this event. Additional information was received from the rep on 02-05. It was reported that patient was in for device reset. The rep had previously said this was her second, however it was her first. She could not get good coupling, had difficulties charging and difficulties with the location of the battery. The rep had seen her previously and was able to get 4 coupling bars, but she states that the minute she would move, she would not get bars and she gave up. She has decided that she would prefer to have a non-rechargeable battery. She talked to her pain management physician's pa and she agreed that this would be an option for the patient. As of this report patient opted not to have her battery reset but to go ahead and make arrangements for a battery replacement with a non-rechargeable battery. She will be getting in contact with her implanting physician to implement that. Rep will add follow up when they know the date of the replacement. No patient symptoms or complications were reported in this event.